Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Customer stated that the device detected a user interface issue. Unit gave an error during startup when preparing the vent for patient. There was no patient involvement reported.

Manufacturer narrative:
The customer provided the device log files for review which confirmed instances of the reported alarm. It was observed in the log review that the ventilator recorded a stylus input event indicating interaction with the touchscreen during the startup process. Technical support recommended to avoid touching or interacting with the display during startup and to allow the initialization process to complete before using the touchscreen.